Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) and reported that she was in an ICU receiving IV insulin. The reporter indicated that the patient lost the cartridge cap 2 days earlier and stopped using the pump. During those 2 days, the reporter admitted that the patient did not take insulin. Due to not receiving insulin for 2 days, the reporter stated that the patient ended up in an ER and ICU with dka. During the time of concern, they had attempted to get insulin pens from a pharmacy. However, they were denied since a prescription was needed. The reporter ordered to cartridge caps. The animas representative involved in this contact noted that no pump defects were found. Based on the information provided, this complaint is being reported due to the following conclusion: the patient was reportedly hospitalized for dka. However, there is no evidence that a pump malfunction contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box contained no data from the time of the event due to continued patient use. A crack was observed in the battery compartment and the battery cap returned with the pump was found to have stripped threads. The battery cap was unable to secure to the pump to maintained an electrical connection. The pump was powered on and the display screen was found to be dim. Unrelated to the complaint, the keypad was found to be unresponsive making further testing of the pump impossible. The keypad was found to be torn and contamination was found under the button contacts. The bolus button was found to be detached and was found to be inoperable. The damage pump buttons allow contamination to permeate the button contacts negatively impacting the button function. The damage pump buttons are obvious to the user and should alert the user to discontinue use of the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.